Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that she received a "replace sensor" message upon scanning the adc freestyle libre sensor on the 7th day of wear. As a result, she was unable to obtain any readings, experienced unspecified symptoms of hypoglycemia, and lost consciousness. Paramedics were called to her home and upon their arrival, the customer was treated with glucogel for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed with the returned sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). Visually inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform sim vivo testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated to audra fuentes, +1 510-749-5297, audra.fuentes@abbott.com.

Event description:
A customer reported that she received a "replace sensor" message upon scanning the adc freestyle libre sensor on the 7th day of wear. As a result, she was unable to obtain any readings, experienced unspecified symptoms of hypoglycemia, and lost consciousness. Paramedics were called to her home and upon their arrival, the customer was treated with glucogel for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.